Event description:
A user facility returned the olympus, model gif-1200n, gastrointestinal videoscope to olympus for repair due to a report of "poor air/water supply." Upon inspection and testing of the returned device, foreign material was found in the nozzle. This report is submitted due to the finding of foreign material in the nozzle, identified during in-house service of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the presence of foreign material, obstructing the nozzle and resulting in air supply and water supply volumes out of specification. The foreign material was determined present due to insufficient cleaning of the device. Additional evaluation findings are as follows: 1.) Water removal ability did not meet specification due to obstruction of the nozzle; 2.) Angulation was determined out of specification due to wear of the angle wire (angle wires were noted stretched; 3.) Due to wear of the angle wires, the up/down knob was found out of specification; 4.) A-rubber noted scratched; 5.) Adhesive on the bending cover section was noted white-clouded; 6.) Adhesives around objective lens noted with white-clouded area; adhesives around lg lens noted with white-clouded area; 7.) Scratch noted on connecting tube. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.